Event description:
It was reported that the customer experienced an issue with touchscreen responsiveness, where the pump screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was provided with pump reset information, chose to reset the pump, and was able to interact with the pump screen after the reset, resolving the issue.